Event description:
It was reported that myopotential oversensing resulting in pacing inhibition was observed on the device. Isometric testing was performed and the events were reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.